Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that his cycler alarmed for air detected in cassette and drain complications. He discontinued treatment during drain 4. He finished treatment manually. When he opened the cassette door he found fluid leaking from the cassette. He retained the set and is making it available for evaluation. During follow up the patient reported that his effluent remained clear and that he was prescribed prophylactic antibiotics. Additional follow up with the patient's pd nurse confirmed that he did not have any signs of infection or complications. No adverse event reported at this time.